Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was an inner coil of the essure as well as the outer coil. They were both removed using the maryland device'), device dislocation ('essure device was not visualized.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1982. Concurrent conditions included migraine, low back pain, nickel sensitivity and leg pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("allergy : rash/ skin"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, mental disorder and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage and dermatitis allergic had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion is noted. The essure devices are noted to be in each tube with a notation that there is a few millimeters of space between the essure device and the intrauterine cavity. Lot number: 623222 manufacturing date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was an inner coil of the essure as well as the outer coil. They were both removed using the maryland device'), device dislocation ('essure device was not visualized.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1982. Concurrent conditions included migraine, low back pain, nickel sensitivity and leg pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("allergy : rash/ skin"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, device dislocation, mental disorder and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage and dermatitis allergic had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion is noted. The essure devices are noted to be in each tube with a notation that there is a few millimeters of space between the essure device and the intrauterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2021: medical record received. Events added: there was an inner coil of the essure as well as the outer coil they were both removed using the maryland device, essure device was not visualized. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), dermatitis allergic ("allergy : rash/ skin"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and dermatitis allergic had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered dermatitis allergic, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event " injury to herself " updated to " pelvic pain", events- " gen. Abnormal bleeding, psych injury, post removal complications, allergy: rash/ skin " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.